Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(4). Batch: 19290907.

Event description:
It was reported that the patients lead was fractured and was found out during the ipg revision procedure MFR. Report number:3006630150-2023-00290. The patients leads were replaced. There was no device malfunction suspected. The patient was doing well postoperatively, and the explanted leads were kept by the medical facility.